Event description:
A report was received that the patient's ipg showed noticeable changes in performance. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected with the ipg. The reason for the patient to undergo a revision was to add a new lead for a non-device related new pain. There were no issues with the ipg.

Event description:
A report was received that the patient's ipg showed noticeable changes in performance. The patient will undergo a revision procedure.